Event description:
Terumo medical received a letter from abbott, abbott per-2024-0167633, in regard to an adverse event. The description states: "the report was concerning the .018" x 300 cm glidewire advantage manufactured by terumo. It was reported that a cardiomems implant procedure was abandoned due to hemoptysis. During a cardiomems implant procedure, the cardiomems delivery catheter was advanced over an 0.018" x 300 cm glidewire advantage. Before the delivery catheter entered the right ventricular outflow tract (rvot), the patient began to cough and was found to have blood in their mouth. The procedure was then abandoned due to hemoptysis. The abbott rep confirmed that no interventions were needed to stop the hemoptysis and fluoroscopy during the procedure was performed to identify potential causes. The physician felt that the cause of the hemoptysis was damage to the distal pulmonary artery caused by the glidewire advantage. The patient was admitted to the intense care unit (ICU). After the procedure for monitoring and released on (B)(6) 2024. The procedure perfromed was cardiomems implant.